Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons harder to pressed more than once. The customer¿s blood glucose was 70 mg/dl to 120 mg/dl at the time of incident. Customer reported that the insulin pump had batteries changed frequently every three weeks, no delivery alarm, had shut off its own, chipped in case the area where put the battery and lost basal setting. Customer reported that the insulin pump was not working and it was not the battery it was good took the battery out and back in and it started working again. The insulin pump will not be returned for analysis.